Event description:
According to the reporter during a cholecystectomy procedure, air was not filling in trocar. The surgeon used a new device to resolve the issue. There was no patient involved in this event.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted a cut on the trocar balloon. The locking collar and obturator appeared intact. The inflation syringe was received. No other abnormalities noted. The trocar balloon couldn¿t be inflated due to the cut. The obturator couldn¿t be removed from the trocar due to the valve button being broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.